Event description:
Pt experienced grinding noise so knee was opened. There was a groove in the femoral component. Although well fixed it was removed due to the groove. The patella was worn along with the insert so these were removed as well. The tibial poly was worn through causing abrasion on femoral component by the tibial baseplate. That is what caused the grinding the pt experienced. Pca revision femur, all poly tibia, and primary revision insert were re-implanted.